Event description:
It was reported that the 1.50 x 15 mm voyager rx balloon catheter was being used in the mid left anterior descending artery (lad), which was mildly tortuous, heavily calcified and had a 90% stenosis. The voyager balloon burst [ruptured] at 14 atmospheres. Reportedly, there were no pt effects. Though requested, no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.